Event description:
It was reported that the pump battery was depleting quickly. Additionally, it t was reported that the wake button was not working. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.